Event description:
During baxter's eval, a spectrum pump would not properly recognize a closed door. There was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. The eval confirmed the pump would not properly detect a closed door. The investigation concluded the force required to secure door was above expected levels and if not applied would cause the unit to not recognize a closed door. This condition was attributed to the door hooks being out of adjustment. The door hooks and latch pins were replaced.